Event description:
The customer reported the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.